Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 with functional loss of capture on their pacemaker due to undersensing of r waves. Programming changes were made during the in clinic visit in order to address the issue. The patient was stable throughout.